Event description:
Ever since I had this defibrillator / pacemaker placed in me, I have felt my head burning, heart racing, eyes twitching and my fingers and hands are numb. I was not told that if my heart rate went over 150, I would get shocked. I was given permission to attend a zumba class in (B)(6) and I had to go to the hospital because my heart rate went too high and I got shocked. Diagnosis or reason for use: congestive heart failure.